Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) reached out to the customer to investigate. However, the customer confirmed that it was okay to proceed with closure. The issue was identified as stemming from our interface engine.

Event description:
It was reported that when using the bd pyxis¿ es server, messages out of epic would not appear to be coming through cato and pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.